Event description:
A nurse reported six knives were not as sharp as they should be. Two of the knives were used during surgery. The procedures were completed without harm to the pt.

Manufacturer narrative:
Six samples (four unopened and two opened) were returned for eval. The four unopened samples were examined using (B)(4) magnification and all were found to be conforming. The four unopened samples were tested for penetration and sharpness and all were found to be conforming. The two opened samples were examined using (B)(4) magnification and both were found to have damaged cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. How or when the blades became damaged cannot be determined. The damage to the returned opened samples is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as the damaged cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).